Event description:
It was reported that a support catheter detached 6cm from the distal tip upon retraction from a cto in the popliteal artery. The distal segment of the catheter migrated to the posterior tibial artery and no intervention was attempted. The detached catheter segment remains in the pt. The current pt status is unk.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.